Manufacturer narrative:
It was concluded the manta device deployed properly and hemostasis was achieved and confirmed via angiography after 14 minutes of combined manual pressure and balloon inflation which are standard of care for large bore procedures. Based on the initial report, the patient experienced abdominal pains and became hypotensive 11 hours post manta deployment. The patient was moved back to the cath lab and reportedly had an rp bleed requiring a covered stent and 7 units of blood. It was later reported the patient developed abdominal compartment syndrome, suffered bowel failure and expired as a result of the rp bleed. The root cause of the retroperitoneal bleed was inconclusive. The presence of a possible distal dissection or other defect could have allowed blood to leak into the retroperitoneal space after manual pressure was ceased. Furthermore, an access site marginally positioned just above the bifurcation was used against the warnings of the IFU which may result in the anchor catching on the bifurcation, being positioned incorrectly, or collagen depositing into the vessel. This was the first deployment performed by this operator. Multiple blind stick attempts were performed to gain initial access. The IFU procedural requirements state "arterial access should be gained using micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery. Do not puncture the posterior wall of the artery." The DHR documentation review showed no reason to indicate the handle device should not have met specifications.

Manufacturer narrative:
The us IFU lists bleeding, possibly requiring blood transfusion, and retroperitoneal bleeding as a result of access above the inguinal ligament or the most inferior border of the epigastric artery, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention as possible adverse events related to deployment of vascular closure devices. In addition the IFU lists death as a result of the procedure as a potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device. An investigation has been opened to review device history record, risk documentation, and case imaging.

Event description:
A tavr was performed on (B)(6) 2019. Access was gained by a fellow after multiple attempts using the blind stick method. Another physician widened the access site using both a scalpel and hemostats. This same physician deployed manta. Following deployment, there was a slight ooze at skin level. Manual pressure was held, and the subsequent angio showed extravasation at the closure site but with good flow through the artery. Manual pressure was applied for 2 minutes and then an angiogram was used to reassess the extravasation. This was repeated 3 times for a total of 6 minutes of manual pressure. Each angio showed progressive improvement in flow. The ooze at skin level was resolved following the first 2 minutes of manual pressure, and the extravasation was reported by the physician to be resolved following the third. An 8x20mm balloon was positioned at the access site and inflated to 2 atm for 2 minutes, this was repeated for a total of 4 minutes inflation. The physicians stated that he had no concern for the closure, but that they had ballooned to "improve distal flow pattern". The following day, (B)(6) 2019, another physician communicated with a teleflex representative that at 4:30 am (B)(6) 2019, the patient complained of abdominal pain and became hypotensive. It was determined that the patient had an retroperitoneal (rp) bleed which required a covered stent and a transfusion of 7 units of blood. The patient also developed abdominal compartment syndrome which lead to bowel failure and other unnamed issues. It was reported to a teleflex employee on (B)(6) 2019 that the patient died.

Manufacturer narrative:
The initial submission was erroneously submitted as a 5 day report and as a result, teleflex is not required to initiate action to prevent an unreasonable risk of substantial harm.